Manufacturer narrative:
Reported event: the event reported that a partial knee end effector's burr locking lever would not remain in the closed position. Device history review: a review of device history records show 15 devices failed inspection on 01/29/2010 due to poor finish. The nonconformance was unrelated to the alleged failure in this investigation. Npr (B)(4) addressed the failures and dispositioned as follows: thirteen devices were reworked and accepted into final stock on 02/25/2010, and 2 devices (s/n (B)(4)) were returned to vendor. Device evaluation and results: visual inspection: wear and tear was seen on the entirety of the part. The burr locking pin was found missing. The p/n marking at the bottom of the part was incorrect. The area in which the burr locking lever connects the burr locking pin was found worn. The p/n read was 111771 (part number for the handle component) instead of the 111770 (part number of the final assembly / device). Functional inspection: visual inspection confirmed the failure mode. Dimensional inspection: visual inspection confirmed the failure mode. Complaint history review: a review of complaints within the trackwise database for p/n 111770, l/n 26070909 show no complaints related to the alleged failure in this investigation. Tracking of complaints related to p/n 111770 will be tracked through trend request #740. Conclusions: the failure mode was confirmed to be a missing burr locking pin and lever wear where the burr locking lever connects the burr locking pin. The part number marking on the part was also found to be incorrect. The marking reads "111771" (handle component part number) instead of "111770" (final product part number). Corrective action / preventive action: nc (B)(4) for the incorrect marking of the part number has been initiated per this investigation.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the long attachment/burr disengaged from motor. The locking clamp was loose. The case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case the long attachment/burr disengaged from motor. The locking clamp was loose. The case was completed successfully.